Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly. The keypad connector on electronic board was locked properly during visual inspection. Pump monitored for several hours and no frozen screen, pump error alarm, pump error alarm or unexpected vibration during testing. Pump failed leak test from the keypad overlay. Pump received with corroded keypad traces during visual inspection. No unexpected blank screen or pump alarming without battery inserted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, missing display window cover and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a black screen. The insulin pump was alarming even without an inserted battery. After inserting a new battery the insulin pump's screen turned on and alarmed pump error 68. After clearing the alarm, the insulin pump alarmed pump error 49. The customer was unable to clear the pump error 68 alarm. The screen was frozen. The time was not changing. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.